Event description:
Clinical narrative: an 83-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage d) was supported with an impella cp device via percutaneous right femoral arterial access on (B)(6) 2026 at 10:38 am. While on support, the patient developed acute left sided weakness. Computed tomography imaging demonstrated a small focal ischemic stroke involving the frontal cortex, determined to be embolic in etiology. Anticoagulation management around the time of the event showed activated clotting times maintained between 160¿180 seconds, and device placement was verified by echocardiography. No other medical devices were in use at the time of the event, and no biomaterials were observed in the outflow upon explant. The device was not removed due to a failure mode, no device malfunction was identified, and no download data were required. The impella cp was explanted on (B)(6) 2026 at 11:00 am, and the patient was transitioned to impella 5.5 support. The patient withdrew care on (B)(6) 2026 and subsequently expired. Based on the information available, an embolic and ischemic cerebrovascular accident occurred during impella cp support in the setting of cardiogenic shock. There is insufficient evidence to establish a causal relationship between the impella device and the reported stroke. Device involvement and attribution of the injury to the impella remain unknown, and no device malfunction has been identified. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.